Event description:
It was reported that an episode of non-sustained ventricular tachycardia was observed via merlin.net transmission. Review of the episode revealed oversensing of noise. The asymptomatic patient was exercising at the time of the episode. Low r-waves and increased high impedance were observed. The patient will be brought in for isometric testing.